Event description:
It was reported when the device was used during an unknown procedure, one side of the staple line did not fire. Another device was used to complete the case. There were no pt consequence.